Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that, while outside a procedure, the straight lumbar probe was identified as being bent. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: manufacture date provided. Correction: unique device identification (UDI) updated to proper value.